Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd insyte autogard 20 g catheter experienced catheter kinking/bending during infusion. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Complaint 1 of 2. Event description: nurse states her facility recently started using the insyte autoguard bd. She works in a surgery center where patients only have pivs for 45 minutes or less. She has noticed in the pediatric population (or mobile patients) that the insyte autoguard bd catheter tends to kink after being in place for less than 45min causing the dressing to be removed and the catheter unkinked or removed entirely. There is no specific product code or lot number to report. She states they use the 20g and 22g needles. She reports that this does not occur with any other needles they use and she is thinking about discontinuing the use of these needles entirely.

Event description:
It was reported that an unspecified bd insyte autogard 20 g catheter experienced catheter kinking/bending during infusion. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Complaint 1 of 2. Event description: nurse states her facility recently started using the insyte autoguard bd. She works in a surgery center where patients only have pivs for 45 minutes or less. She has noticed in the pediatric population (or mobile patients) that the insyte autoguard bd catheter tends to kink after being in place for less than 45min causing the dressing to be removed and the catheter unkinked or removed entirely. There is no specific product code or lot number to report. She states they use the 20g and 22g needles. She reports that this does not occur with any other needles they use and she is thinking about discontinuing the use of these needles entirely.

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.